Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion in tube event on (B)(6) 2024.infusion set has not been used for more than 48 hours. Issue resolved by changed supplies as necessary and resumed insulin therapy. No further information available.